Manufacturer narrative:
Batch review performed on 18 december 2020: lot 1910100: (B)(4) items manufactured and released on 07-may-2020. Expiration date: 2025-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Clinical evaluation performed by medacta medical affairs department: revision surgery performed few weeks after reverse shoulder arthroplasty in a (B)(6) year old man affected by syringomyelia. According to the report, the shoulder dislocation is probably due to a traumatic event. No reason to suspect a faulty device in this case. Additional device involved: batch review performed on 18 december 2020: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 1908972: lot 1908972: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4). Items of the same lot have been already sold with one similar event reported.

Event description:
On (B)(6) 2020, 1 month after the primary surgery the surgeon removed the right shoulder implants (metaphysis, liner and glenosphere) of the patient (rtsa). Dislocation (glenosphere from liner) of the prosthesis had been found during a medical follow-up, 3 weeks prior to the revision. The reduction of the shoulder dislocation was impossible to perform by general anesthesia, the surgeon had decided to remove the implants. This dislocation must have occurred when he was in the rehabilitation facility after the primary surgery. The patient fell in the rehabilitation facility but we don't know for sure if this was the cause of his shoulder dislocation. The circumstances of his fall that caused the dislocation are unclear. The patient had a heavy medical record, he has a disability (syringomyelia) and he is in a wheelchair. The revision surgery went well, a good prosthesis stability was noted by the surgeon.

Manufacturer narrative:
Visual inspection performed by medacta r&d department: the articular surface of the glenosphere has mild scratches and is partially dull, likely due to the friction with the reverse metaphysis after the occurrence of the dislocation. The chamfer of the reverse liner has a mild damage presumably due to contact with the scapula after the dislocation. The reverse metaphysis has mild bone residuals on the coated surfaces and in the medial suture eyelets. Some scratches, likely created during the hardware removal, are visible on the ap cuts. The glenosphere and the reverse metaphysis screws do not present any signs of damage.